Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number could not be identified.

Event description:
During a customer (facility nurse) call to the baxter technical service representative (tsr), the nurse indicated the patient was experiencing a peritonitis. No further information was provided. It is unknown what labs or cultures were performed. It is unknown what interventions were required. It is unknown if the patient was hospitalized for this event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because the nurse reported that there was a break in aseptic technique as the patient did not wear a mask. The assignable cause code could not be determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.